Event description:
Device 3 of 3. Reference MFR report#1627487-2019-00975; reference MFR report#1627487-2019-01155.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR report# 1627487-2019-01155. Reference MFR report# 1627487-2019-00975. It was reported that during the scs explant procedure, on (B)(6) 2019,(reference MFR report #¿s 1627487-2019-01125, 1627487-2019-01158, 1627487-2019-01159, 1627487-2019-00969, 1627487-2019-01160, 1627487-2019-01161) the swift lock anchor was broken in half when the physician removed the s8 lead and the broken piece was stuck in the epidural space. As a result, the anchor was explanted. It is unknown which anchor is liable therefore all the implanted anchors are made reportable.